Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that all of the keypad buttons had been sticking for a month. She stated that it was mostly the ok keypad button that had a delayed response but that the down arrow button also had a delayed response. There were reportedly no cracks in the keypad but that the whole keypad seemed to have been slipping around. She denied that the pump was damaged or exposed to water. The patient reportedly wore the pump attached to a belt and used a wipe to clean the pump.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all of the keypad buttons were sticking and required more force and multiple button presses in order to elicit a response. All of the keypad buttons were found not to click back and spring normally. There was evidence of keypad contamination found under the key contacts.